Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for 2 units of ar-2325pslc, suture anchor, peek swivelock®, 3.5 mm x 15.8 mm, vented, 1 unit of ar-2325pslc's anchor broke during insertion. Hence, the surgeon changed to another new ar-2325pslc. But the 2nd ar-2325pslc's anchor dropped out too. This was detected during an ankle ligament injury repair surgery on (B)(6) 2025. The case was completed successfully by using ar-2324bcc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of two ar-2325pslc's, with batch number 15122594, revealed that the anchors were missing. Therefore, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the devices during use.